Event description:
It was reported that a symptomatic patient presented to the clinic with autocapure on in high output mode. There was intermittent capture, and lead impedance had decreased from 450 ohms to 250 ohms. Follow-up showed that intermittent capture was still present, and an x-ray revealed that there was little slack in the lead.

Manufacturer narrative:
No medwatch form was received.